Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was noted on the right ventricular (rv) lead. The patient was scheduled for a rv lead revision. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
As received, a complete lead with a stylet was returned in one piece for analysis. Visual inspection found an external insulation abrasion exposing the outer coil caused by friction to another device or feature of the heart noted at 18.4cm to 18.7cm from the connector pin. The cause of the reported event of lead noise was isolated to the insulation abrasion found on the lead.